Manufacturer narrative:
(B)(4).

Event description:
It is reported that during the second insertion, after cleaning, the physician experienced difficulty turning the device on. Upon removal it was noted that the nosecone looked deformed. No patient injury is reported. Evaluation summary: the turbohawk device was received for evaluation without any ancillary devices or cine images from the procedure. The distal tip assembly exhibited a lateral compression 4cm distal too the housing window. The distal tip assembly was relatively free of collected (dried) tissue in the distal tip assembly lumen. The cutter head assembly was located in the distal tip assembly lumen. The perimeter of the cutter blade exhibited a foreign material that appeared to wedge the blade against the luminal wall of the tip assembly. The handle assembly's thumbswitch was pulled back and the cutter head was pulled to the housing window but there was significant resistance. A collection of shaved material was extracted from the window. Once the shaved material was extracted, cutter head movement into the distal tip assembly was normal (would cycle back and forth easily).